Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted no new device was implanted at explant. A new ipp was implanted on (B)(6) 2018. Should additional relevant details become available, a supplemental report will be submitted.